Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown exeter intramedullary plug. Additional information has been requested and if received, will be provided in the supplemental report. Product was discarded.

Event description:
The surgeon reported via the regional sales manager that whilst implanting the intramedullary plug, it "did not feel right". The surgeon reported that he removed the plug but part of it had snapped off and fell into the patient's wound. The surgeon reported that he was unable to locate the broken piece in the wound but as it was small, he was happy to complete the surgery as normal by using a hardinge restrictor instead.